Event description:
User reported he was vacuuming behind the analyzer and moved the water tank. When replacing the water tank, the user noticed the hose clamp on the back of the analyzer was leaking water. The water leaked into a downstairs operating room. The pt was moved to another room. The user could not provide any additional information to determine impact to the patient. The field service rep replaced the clamp. Performance tests were performed which were within specification.